Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was since implanted patient felt stimulation only on the right side but not on the left side. Now patient did not feel stimulation at all. Patient noticed it the whole time. Patient let healthcare provider know about it and healthcare provider made patient an appointment with the neurologist. On the call pt said the controller showed 'stimulator off'. Reviewed how to turn stim on. Patient was on group a. Patient turned stim on and felt stim on the right side. Reviewed patient could try increasing and try other groups if needed. Patient said they already tried other groups and still no stim on the left side. The patient was redirected to their healthcare provider to further address the issue.